Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the drg ins site. The device was repositioned in the pocket. Device information has been requested, but has yet to be provided to the manufacturer.

Manufacturer narrative:
Corrected data : brand name, common device name, model number, serial number, lot number, expiration date, UDI number, device manufacture date.